Event description:
It was reported that the catheter was unable to pace from the beginning. Another catheter was used and problem was solved.

Manufacturer narrative:
This device will not be returned due to patient infection. Due to the risks to edwards¿ personnel of exposure to disease, it is edwards¿ policy to not examine these samples. A device history record review was not completed due to the lot number not being provided. A new catheter was inserted and worked fine.